Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached and returned. In addition, the I-blade was fractured at distal end and missing piece not returned. The device was tested with a generator and the device performed as required during testing; although all testing could not be completed due to the missing top jaw. The condition of the blade and upper jaw prevented the functionality of the instrument. We were not able to cycle the device to open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws and I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, while using the new product straight out of its wrapper, during the short and seal of the vessels of the uterus on one side and to continue with the other the clamp did not open. It was given to the sales assistant who was in try to open surgery and this broke. The doctor stopped using the product and requested a new clip for further proceedings. There were no adverse consequences for the patient.